Manufacturer narrative:
A beckman coulter field service engineer (fse) had been dispatched to the customer's site earlier in july to evaluate the instrument for ion selective electrode (ise) calibration issues. The fse replaced relevant tubing, all three electrodes, and the reference valve but the issue was not resolved. The fse was dispatched again to the customer's site following this event. The fse replaced the d-pot, ise mix motor, and mix paddle to resolve the issue. The fse believed that the mix motor was suffering intermittent failure which resulted in non-homogenous mixing of samples. The customer has not reported any subsequent issues following the repairs. Failure mode of the event is attributed to intermittent failure of the ise mix motor.

Event description:
The customer reported obtaining intermittent erratic sodium results from the beckman coulter au2700 clinical chemistry analyzer. The customer provided one example of a patient sample which recovered an initial sodium result of 130 mmol/l and repeated as 140 mmol/l. The customer stated that no flags were generated for this patient as the results were within the normal reference range. The customer stated that there were other patient samples which recovered initial results of around 80 mmol/l and repeated at around 140 mmol/l; however, no specific patient results were provided by the customer except for the one patient sample. The customer indicated that some erroneous patient results were released out of the laboratory but it is unknown if there was any change or affect to patient treatment in connection with this event. The total number of patient samples affected for this event is unknown. Quality control (qc) results prior to the event was low at one to two standard deviations away from the mean.